Event description:
As reported by the field clinical specialist (fcs), approximately 1 year and 3 months post implant with a 20mm sapien 3 valve, the patient presented with asthma and the valve failed due to leaflet mobility issues and stenosis. The patient underwent a successful valve-in-valve procedure with a 23mm non-edwards valve. The final outcome of the patient was reported as being in stable condition.

Manufacturer narrative:
The investigation is ongoing.